Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient required a magnetic resonance imaging (MRI) due to concerns of a small bleed along the tract of the dbs lead. An impedance check was performed, and the values were outside of normal. Per the physician's opinion, the device or the procedure could have contributed to the event. The patient was hospitalized beyond the standard of care and, at the time of the event, had not been discharged. The device remains implanted.